Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence. It was identified that the patient had urethral atrophy at the cuff site. It was said that the cuff was the correct size and it was located in the correct location when initially placed. All components were removed and replaced with a new aus system. It was said that the patient fully recovered.